Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that the users must apply excessive manual force during insertion due to lack of mechanical power assistance. This has led to inadvertent dislodgement of the entire needle assembly or complete failure to achieve io access. No injuries or patient care issues were reported or documented. No other information provided, at this time.